Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was returned for failure analysis and the reported failure was confirmed in the logs and replicated. During in house testing, the erbe errors c-34, m-11, c-00 and m-31 were found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event, the unit was in good cosmetic condition. The complaint was confirmed based on failure analysis. The probable cause of the reported event is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected while powered on. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the nurse informed that during the first procedure of the day, error c-34 occurred while attempting to activate the erbe. As an alternative, they are using an auxiliary electrosurgical unit in the surgery. The procedure was completed with no reported injury.